Event description:
The manufacturers service engineer was unable to duplicate the reported problem. The service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem. Final checkout was performed per operating specifications with no fault recurrence reported.

Event description:
The international customer reported on startup of the ventilator it alarmed due to a noted spi bus failure. The device was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic history indicated failure of the internal communication link between cpu and gas delivery system may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending.